Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 130 mg/dl. The customer stated insulin squirting out during manual prime process. Customer reports insulin continue to drip after letting go of the act button during the prime process. Customer stated they were not wearing the pump during priming. The customer did not want to do prime another infusion set and reservoir at this time, she didn't want to waste insulin. The customer was advised that we send replacement sets and reservoirs and she will return the last couple of infusion set from the box.